Event description:
Pt was undergoing arteriogram. Examination was complicated by breakage of catheter outside of the pt's indwelling sheath and formaton of a knot at the internal end of the catheter. The examination was immediately terminated and surgical consultation was obtained. The pt was sent to the or with stable vital signs and heparinized saline infusing well through the indwelling sheath. Surgery was performed, catheter was removed; artery was repaired. Pt did well and was discharged home on 9/9/95.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failed during assembly, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.